Manufacturer narrative:
Device history: part: 03.037.030. Lot: 8573040. Manufacturing site: (B)(4). Release to warehouse date: 13. June 2014. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Investigation summary: investigation site: (B)(4). Selected flow: 2. Device interaction/functional. Visual inspection: the tfna blade and the extraction-instrument for tfna were found jammed as complained. There are no damages visible at the extraction-instrument, while the blade is badly damaged. Functional test: it was not possible to disassemble both devices. Due this evidence, required function test cannot be performed. The complaint condition can be confirmed. Dimensional inspection: the relevant dimension cannot be checked as it is not possible to separate the devices. Document/ specification review: the manufacturing documents were reviewed and no complaint related issues were found. Summary: our investigation has shown that the reported complaint condition could be confirmed as the devices were found jammed together. The damages at the blade indicates that the device was exposed to very high forces and it can be assumed that these forces did finally lead to the jamming between the blade and the extraction instrument. Another factor which could have contributed to the malfunction is, that both devices were probably turned in the wrong direction during the disassembling attempt without considering that both devices have a left hand thread. In this relation the tfna surgical technique can be mentioned, where it is stated that the extraction instrument should be rotated clockwise for screw removal. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the issue was detected during inspection.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is synthes employee. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the trochanteric fixation nail-advanced (tfna) extractor was stuck inside the helical blade. It was unknown if there was a procedure or patient involvement. Concomitant device reported: connecting screw (part #: 338.310, lot #: l699672, quantity: 1). This report is for one (1) helical blade/screw extractor. This is report 1 of 2 for complaint (B)(4).